Event description:
Bone block femoral pressed by a bone bridge bringing in biosure a few mm aside; no starter used, no tap; device broke distal part. Driver was seated properly in screw, proper screwdriver was used and further bone bridge was used and pressed with a milagro screw inserter. No lot number for the device was provided. Additional information: all pieces were removed using a grasper and shaver. Physician is confident all fragments were retrieved.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The returned screw was visually inspected and it was confirmed that the distal tip is broken off. The major diameter of the screw was measured and found to be within print specification. The details of the case state that the surgeon does not follow the recommended site prep and insertion technique per the IFU. Given the physical evidence and the clinical details provided, no root cause related to the manufacture of the device can be determined. (B)(4).